Manufacturer narrative:
MFR date rec¿d 30aug2019. Date of report rec¿d 03sep2019. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17jun2019, date of report : 23jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The touchscreen was performing as expected. The fse replaced the touchscreen as a preventative measure. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a touchscreen calibration failure. There was no patient involvement.